Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.